Event description:
Additional information was received that the patient had full revision surgery. Our consultant was at the surgery. A breech in the outer insulation was noted near the generator in the chest pocket. Fluid was seen inside the tubing. The tubing was reported cracked and the internal wire was visable. System diagnostic testing in the or showed 3785 ohms. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Two tie-downs were returned with the lead. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Abrasions were identified on the connector boot. Abrasions were identified on the outer silicone tubing at multiple locations. Also, the outer silicone tubing has what appear to be internal abrasions at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. Abrasions most likely caused by the presence of tie-downs were identified at approximately 32.5cm and 33.1cm from boot. An incision was identified on the outer silicone tubing at approximately 31.9cm from boot resulting in an opening in the outer silicone tubing. No obvious damage to the inner tubing or the lead coils was identified at this location. The outer silicone tubing has a superficial cut at approximately 31.6cm and 32.2cm from boot. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. This is possibly explant related but not confirmed. No discontinuities were identified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other that typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
A site reported to our consultant that their was a vns patient who was seen about two months ago regarding pain in the neck during stimulation. The event started at the beginning of (B)(6). Their vns was programmed off (B)(6) 2012. The patient was seen (B)(6) 2012 and they tried to turn the patient on again to 0.25ma however her eyes were watering and the muscles on the left side of the neck and face were twitching. Diagnostics were then performed with all okay results an impedance value of 3500 ohms, and no indication of approaching eos. The was no report of any trauma reported by the patient that could be associated to the onset of the painful stimulation. There were also no other programming changes noted around that time. Their device was turned off the alleviate these events. Turning the device off resolved events. No medical history of this pre-vns. Although the impedance value was within the accepted limits, the md suspects a lead issue and has ordered xrays. It is unknown if the xrays will be sent to the manufacture for review. The md has decided to refer the patient for a complete revision. The patient seizures are back to baseline. The patient was having 2-3 seizures a week pre-vns but after vns was only having 2-3 a month. Since the pain began, the patient has returned to baseline at 2-3 a week. Their md believes their increase in seizures to baseline is due to the device not working properly and now because vns is programmed off. Surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did show a breech in outer tubing and fluid in inner and outer tubing.the fluid in the inner tubing is likely explant related. Unknown cause of breech in outer tubing.